Event description:
It was reported that during a lap colectomy the active blade broke off inside of the patient. Blade was retrieved with a grasper. Opened a new device to complete the procedure and there was no patient consequence.